Event description:
During a laparoscopic colon resection procedure, the device failed to work. The generator display showed "intrument." Case was completed with a new instrument. No patient consequence.